Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds. Both the ra and rv lead remain in use. No patient complications have been reported as a result of this event.